Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 22jan2019. The customer called back to continue troubleshooting with technical support. The customer advised that the unit began to alarm low battery while alternate current was connected and that the battery charge indicator does not light. The customer replaced the power supply and reconnected the battery and the battery indicator light was working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 17jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during use the ventilator began to alarm low battery while alternate current (ac) was connected. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Event date not specified; estimate used